Event description:
Loss of capture had been noted on this lead. The physician attempted to explant the lead, however it was discovered that it was in two pieces. The proximal piece was explanted, but the distal portion could not be removed, so it was capped and left in the body.